Event description:
The report rec'd from the field indicated that the sds was advanced into a right renal artery stenotic lesion, where the stent was successfully deployed. The length of the lesion was 15mm and the vessel diameter was 6.5mm. After the successful deployment of the stent, the balloon was deflated and pulled back a little bit into the aorta, as the dr wanted to "flange" the end part of the stent jutting out into the aorta. The balloon was inflated to flange the stent, and then deflated in order to remove it, and when the physician attemtped to pull the balloon out of the deployed stent, the balloon catheter separated. Approximately 10 inches of the balloon catheter hypotube, including the balloon and inner body separated and stayed lodged within the deployed stent. The physician was eventually able to retrieve the separated balloon catheter portion in its entirety, using a snare.